Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were failed. A field service engineer had inspected enhanced half height drawer 2.1 in the main cabinet and found that cubie c4 lid would not close and the pocket would not release. The field service engineer had manually released the cubie pocket and demonstrated the process for unloading the medications, removing the cubie, and reloading it into a new one. To test, a field service engineer had used the hardware test application, and the customer had verified continuous operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer pockets were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.